Manufacturer narrative:
Determination of root cause: assessement: during the site visit, tm (territory manager) confirmed that the tracker was not working, and also that the tracker image would go from all black to all white when viewing a test eye. To address this issue, the tm replaced the wnc and wnr pcb's (circuit boards), and also replaced the tracker assembly. The tm successfully performed the system verification. No manufacturing investigation will be provided, as the circuit boards and tracker assembly will not be returned for analysis, only for refurbishment, and the tm's investigation was sufficient to determine the root cause. A patient/user impact investigation was necessary as this issue indicated patient involvement. The site's surgeon was contacted to understand if there was any patient impact. The surgeon stated that no patient was harmed or injured, due to the reported event. Conclusion: based on the results of the investigation, the root cause of the reported event was determined to be a faulty wcn and wnr circuit boards. (B) (4)

Event description:
Adverse event: interrupted treatment. Malfunction: tracking problem. The system operator reported that the system had difficulty tracking 2 patients and as a result, the procedures were cancelled. Additional information was requested, but the surgeon would not provide any follow-up information as he stated the patients were not injured by this event.